Event description:
A surgeon reported that pt has seen dark shadows since the first postop day following implantation of an intraocular lens (iol). The iol was implanted about 1 month ago. The association between this event and the iol is not known. Add'l info has been requested.

Event description:
Additional infor has been provided by the reporting syrgeon. The pt indicates the dark shadow is crescent shaped in the mid-peripheral temporal field of vision, but appears to continuously change orientation slightly as a function of the angle of the incoming temporal light. The pt is nervous, complulsive and has a very demanding job as a dealer in a casino. The pt notices the dark shadow under photopic and scotopic conditions, but appears stronger in photopic conditions. Wearing sunglasses makes the dark shadow no longer notceable.